Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer stated that she had changed her infusion set and began to experience high blood glucose. Upon admission to the hospital, the customer's blood glucose was 280 mg/dl. The customer was treated with an intravenous drip and had been wearing the insulin pump at the time of hospitalization. She stated that she changed out the infusion set and was able to bring her blood glucose down. The customer's most recent blood glucose was 359 mg/dl. The customer stated that the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.